Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3389-40, lot# j0421605v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 3389-40, lot# j0454521v, implanted: 2004 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2004 (B)(6); product type extension product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had good benefit from the therapy. He arrived for an appointment on (B)(6) 2015 in the off state w&#55319;ith no tremor, no stiffness, and a smooth gait. He had increased freezing and bradykinesia since his last programming visit with hypophonia and very slow speech. No change was made to his left implantable neurostimulator (ins). As the nurse placed the clinician programmer to the patient's right ins and turned it on, he immediately had acute painful stiffening and twisting of the left side of his body and pain in the face. He felt like he was having a stroke. The patient&#38112;head was turned left, his left arm was extended and rigid, and his left leg was extended with plantar flexion while sitting in a chair. He remained communicative with dysarthric speech and his face drawn up on the left. He understood all communications in the room and asked if he should have a stroke pil l. The programmer was immediately removed, before communication could be reached, and the symptoms continued. The healthcare provider (hcp) came to examine the patient. The programmer was replaced and turned on to attempt communication, at which time the patient's symptoms resolved and the ins read that it was off. However, the settings were found to be completely different than his last programming visit. It was mentioned that the patient saw two different hcps and it was unknown if the other hcp had changed the settings. The patient felt back to normal, although he and his wife were quite shaken by this. He had flattening of the left nl fold and mild dysarthria, but the sustained left face, arm, and leg dystonia resolved. He stood without difficulty. He was further examined by the hcp and then the nurse proceeded with programming. It seemed there was an error in the communication of the programmer, which caused temporary overstimulation. The group impedances were measured to be fine. The patient also had facial pulling on the left with an increase in voltage in the past, which was why he had only been set at 1 volt. The nurse elected to change the patient's contacts to a bipolar setting and his facial pulling completely resolved. He had significant improvement in his speech as well, both speed and volume. He also had less bradykinesia and overall felt better with these settings. Overall, the patient and his wife were very pleased with his benefit from the therapy.